Event description:
Customer reports that instrument flagged an error code "d23" but did not run the automatic qc function prior to three new pt samples being run on the instrument. There was no report of injury for this event.

Manufacturer narrative:
The auto qc feature did not run on the instrument after the error flag and prior to running new pt samples to verify that the error had cleared and the instrument was operating as intended. The cause for the auto qc not running is unk.